Event description:
It was reported that pump displayed no insulin message, and caller stated that this issue had occurred four times over the past year. There was no adverse impact to the customer¿s blood glucose level. Caller addressed the issue by loading a new cartridge or reloading same cartridge, technical support reviewed pump history and confirmed no cartridge alarms or related errors, and issue was resolved with customer successfully resuming insulin and requiring no further assistance.